Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit damaged helium tank valve knob. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: e1(site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). The getinge field service engineer (fse) evaluated the iabp and encountered the helium tank valve knob was damaged during the preventative maintenance (pm). To fix the issue fse replaced helium tank valve knob and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.